Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effects of death is listed in the xience v and xience nano everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional unk xience prime device referenced is being filed under a separate medwatch report. The additional patient effects referenced will be filed under a separate medwatch report #. The UDI is unknown because the part and lot #s were not provided.

Event description:
It was reported through a research article identifying xience v and xience prime that may be related to the following: death, myocardial infraction, revascularization, and thrombosis. Specific patient information is documented as unknown. Details are listed in the attached article, titled: "late-term safety and effectiveness of everolimus-eluting stents in chronic total coronary occlusion revascularization: final 4-year results from the evaluation of the xience coronary stent, performance, and technique in chronic total occlusions (expert cto) multicenter trial."

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.